Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to diabetes ketoacidosis and a heart attack in the past november. The caller state that she felt hungry and had cereal in the earlier morning hours. Then she had a protein shake and it was 406mg/dl. Hours later, her glucose level dropped to 63mg/dl and took three boluses to attempt lowering, then she took 6 units of 18 units at the same time, but it was the same. The customer has been brittle diabetic for 39 years. The customer blood glucose at time of call was 64mg/dl, and she treated with orange juice. The caller stated that she was low for a few hours. Troubleshooting was performed, and no damage to the drive support cap noted. A follow up called was made and the customer stated that she was new to the insulin pump and went back to her manual injections. Attempted to call back the customer twice to obtain more information pertaining to a possible past hospitalization with no results. No further information was provided.